Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. Based on information provided and without the device to analyze, a cause for the reported leak/splash associated with air inside the hemostasis valve during device preparation) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.na.

Event description:
This is filed to report a leak. It was reported that during preparation of the steerable guide catheter (sgc), air could not be cleared from the hemostasis valve. It is unclear if this was caused by the valve or the stopcock. A replacement sgc was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.